Event description:
During heart catheterization in cath lab #2, merge was not reading the patient¿s pressure - the merge showed pressure "nc". No harm occurred to the patient. Backup hemodynamics were being monitored via anesthesia monitor. Manufacturer response for computer, diagnostic, programmable, merge hemo (per site reporter). Ongoing merge software issues.